Event description:
Could not get 70/30 insulin to flow through novofine needle lot number 99jo 7c expires 8/2004. Item made by novo nordisk. Also might have compromised the longivity of novopen 1.5 by trying ot get the dosage form into pt. Pt has the defective device in possession. Pt wants info on how to help prevent same problem occurring to others. Rptr is concerned about the integrity of novopen 1.5 device since rptr put pressure on it in an attempt to get medication through it into rptr. Had no problem when rptr changed needles.